Event description:
It was reported that the battery incision site was not healing properly and the patient experienced pain at the implant site. To address the issue, the ipg site was cleaned via surgical intervention on (B)(6) 2025. Therapy was restored post op. During surgery, it was noted that there were no signs of infection.

Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.